Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that overfill occurred with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "I have a customer that is asking about the fill/overfill for the blue top (coag) tubes. They are receiving the tubes filled beyond the fill line and asked about fill volume. Their concern is the blood to additive ratio and if too much blood will effect results. Do we have a guideline for ¿overfill.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345992, medical device expiration date: 2019-08-31, device manufacture date: 2018-12-11. Medical device lot #: 8345991, medical device expiration date: 2019-08-31, device manufacture date: 2018-12-11. Medical device lot #: 8345993, medical device expiration date: 2019-08-31, device manufacture date: 2018-12-11. Medical device lot #: 9036654, medical device expiration date: 2019-11-30, device manufacture date: 2019-02-05. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "I have a customer that is asking about the fill/overfill for the blue top (coag) tubes. They are receiving the tubes filled beyond the fill line and asked about fill volume. Their concern is the blood to additive ratio and if too much blood will effect results. Do we have a guideline for ¿overfill¿."